Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- correction to h6: updated device/patient/impact coding to reflect brady lead function.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr) and right atrial (ra) lead undersensing. Electrogram (egm) review also revealed respiratory rate trend (rrt) signal oversensing on the atrial channel. The field representative planed to turn off atrial detection enhancements and rrt. In addition, high out-of-range ra pace impedance measurements greater than 3,000 ohms were noted since the last device check in april 2021, and the device was previously set to vvi. This ICD system remains in service. It was noted that the patient was sick and on hospice, and they may considered turning off atp and/or shocks for comfort care. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr) and right atrial (ra) lead undersensing. Electrogram (egm) review also revealed respiratory rate trend (rrt) signal oversensing on the atrial channel. The field representative planed to turn off atrial detection enhancements and rrt. In addition, high out-of-range ra pace impedance measurements greater than 3,000 ohms were noted since the last device check in april 2021, and the device was previously set to vvi. This ICD system remains in service. It was noted that the patient was sick and on hospice, and they may considered turning off atp and/or shocks for comfort care. No additional adverse patient effects were reported.